Manufacturer narrative:
10/16/1997-supplemental report #1 submitted to FDA.

Event description:
The device was used during a laparoscopic hernia procedure. Reportedly, the sleeve disengaged and the seal holder was broken. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.